Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received post reset ram crc error. The customer's blood glucose level was 106 mg/dl. The customer reported that she received the replacement battery cap but the insulin pump was not working. She also reported that she received a delivery stop error. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarm but unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test, the prime/seating test, basic occlusion test, force sensor test or occlusion test. The insulin pump was programmed with multiple bolus deliveries, all properly delivering their indicated amounts, and were properly recorded in the daily history. (B)(4).